Event description:
An asc supervisor reported that an intraocular lens (iol) was exchanged two days after implantation due to a cracked haptic that caused the lens to shift inferiorly. While removing the iol, the haptic broke off the lens. The lens was exchanged for the same model iol. Additional information has been requested.

Manufacturer narrative:
Product evaluation: the product was returned for evaluation. A broken haptic was observed. Solution is dried on the lens. Results from the product history record review indicated the product met release criteria. Root cause: the root cause for the reported event could not be determined by the investigation. Due to the presence of surgical solution, the observed damage is most likely related to customer handling. Action taken: investigation has been completed based on current information. No further action is warranted at this time. Conclusion: based on our current tracking, there are no adverse trends for this reported complaint and based on the findings the residual risk remains unchanged and at an acceptable level. There have been no other complaints reported in the lot number. Additional information was requested on 07/25/2011 and 08/05/2011 by phone, fax, and mail. A completed questionnaire has not been received. (B)(4).